Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. Images were provided, and an imaging evaluation was performed. The imaging evaluation stated the following: image a: pre-deployment, the device is undeployed and constrained by the sleeve. The device markers appear staggered but, using this image, unable to radiographically determine normal or abnormal manufacturing or device characteristics. Image b: there appears to be multiple discontinuities within the proximal wire pattern of the implanted device. Note: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The device remains implanted, and the delivery catheter was discarded at the facility. An analysis of relevant data will be performed in view of supporting the identification of possible causes of the event.

Event description:
On (B)(6) 2022 the patient underwent endovascular treatment of an infrarenal abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses. It was reported that the patient's aortic neck was over 3cm in length. It was further reported that there were no issues during device preparation and removal of the packaging materials. Reportedly, when the device was advanced, it was noted that the proximal end of the stent graft did not appear to be straight at the top and the marker bands were not circumferentially aligned. It was reported that the device was deployed with the noted marker band misalignment. There were no reported issues during device deployment. The proximal end of the stent graft was constrained and the device was pulled down slightly. There were no reported issues but it was noted that the proximal end of the stent graft did not straighten. Deployment was successfully completed and the device was left with the noted angle. No endoleak was present at the close of the procedure. There was no reported suspected cause of the proximal angle. There were no further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
As there is no evidence of a wire fracture on this device, no reported device malfunctions, and no patient adverse events associated with the use of this device, this information no longer meets the definition of a reportable malfunction and this medwatch will be retracted. H.6. Investigation findings: code 213 - after additional evaluation by the engineering and imaging teams, it was determined that there is no wire fracture present on the device. The updated imaging evaluation states the following: image a: pre-deployment, the device is undeployed and constrained by the sleeve. The device markers appear staggered but using this image unable to radiographically determine normal or abnormal manufacturing or device characteristics. Image b: an oblique view of the proximal implanted endograft with markers placed on a few of the individual anchors. Note: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate.